Manufacturer narrative:
The device was not returned to olympus for evaluation. A company representative visited the customer site and adjusted the settings and the reported issue was resolved. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): indicated phenomenon may be prevented by configuring settings in accordance with chapters 3 and 4 of the otv-s700 operation manual. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the video system center had a three-dimensional (3d) image problem; 3d observation was not working. The issue was found during preparation for use in what is believed to be a pudental nerve neurolysis procedure. The procedure was completed successfully using this device. There was no delay. There were no reports of patient harm.